Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl displayed a "low battery" message when the battery is used after fully charging the battery. There was no patient involvement.